Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of capsular contracture and infection(unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown, infection (unknown onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient initially reported no complaint against the device. Later, healthcare professional reported left side capsular contracture, baker grade unknown, chronic inflammation, and "staphylococcus epidermidis." Additional report of ¿stage 4 advanced breast cancer¿ and ¿cholangio carcinoma" were deemed not device related. Device has been explanted.

Event description:
Patient initially reported no complaint against the device. Later, healthcare professional reported left side capsular contracture, baker grade unknown, chronic inflammation, and "staphylococcus epidermidis." Additional report of ¿stage 4 advanced breast cancer¿ and ¿cholangio carcinoma" were deemed not device related. Device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results and increased monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.